Manufacturer narrative:
(B)(4). Field service evaluated the unit, and verified the reported event. He replaced the defective power supply board, and performed user verification and operational verification procedure testing. He also verified the volumes and blender.

Event description:
The customer reported the following error messages on one of their units: "motor fault. Low peep, circuit disconnect, low ve." Field service was requested.